Event description:
It was reported that the left ventricular lead had high threshold. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: c2tr01 ipg, implanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
Correction: the lead was previously incorrectly reported as returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.